Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that the customer had low blood glucose levels of 56 mg/dl. The customer reported a compromised force sensor system error from the insulin pump. The customer also reported that insulin was squirting out during manual priming for the insulin pump. The customer was advised that the insulin pump would need to be returned for analysis. No additional information is provided.